Event description:
Additional information received noted that the implantable cardioverter-defibrillator was extracted on (B)(6) 2019 due to the dehiscence of pocket/drainage . The patient was discharged with stable vitals.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17232, 2017865-2019-17233. Additional information received noted that the patient experienced an infection. The implantable cardioverter-defibrillator, right ventricular lead, and right atrial lead were explanted on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced wound dehiscence and presented in clinic. Upon procedure, a cloudy white puss was noted, but the physician did not allege it was a case of infection. The puss was drained. The patient was stable and had no identifiable symptoms.